Event description:
It was observed that during the device evaluation, the duodenovideoscope had a dirty (k-lever) forceps elevator lever and lifted causing a gap on adhesive from the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages was cause traced to component failure. However, a root cause for dirty forceps elevator lever could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.